Manufacturer narrative:
The external visual inspection revealed a dislodged electrode ground ring sleeve prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at certain spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed non-conductive epoxy encroachment on an electrical component. The reported complaint of no lock was confirmed during the analysis of this device. A significant drop in signal strength as well as elevated resistance was measured across an electrical component joint, which is believed to be related to the loss of lock. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.